Manufacturer narrative:
There is no indication the access ck-mb device was returned for evaluation. All assay parameters including system check, calibration, and quality control (qc) were within the laboratory's established limits. The fse verified hardware performance of the instrument. The customer sent one sample to beckman coulter for testing which produced ck-mb neat result of 51.1 ng/ml which was similar to the last result obtained by the customer. A definitive cause of the event is unknown.

Event description:
The customer reported obtaining non-reproducible creatine kinase-mb (ck-mb) results for one patient, involving the access ck-mb reagent utilized in conjunction with the access 2 immunoassay system. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to the facility to assess the instrument.

Manufacturer narrative:
(B)(4).